Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was urinating through everything and the patient was having "a lot of issues turning on and off" the external equipment. The patient indicated that they get a lot of stress and anxiety trying to figure out what to do. The patient indicated that they had already increased stimulation twice on the day of the call. During the call the ins was checked and stimulation was found to be turned on and set to 3.4 on program 2. The patient also reported that sometimes the ins delivers too much stimulation to where it is painful when the sits down and at the time of the call it was quite uncomfortable. The patient lowered stimulation during the call and indicated that stimulation was no longer uncomfortable. The patient then indicated that in the past the only knew that the ins was working when the simulation was uncomfortable because the patient could feel stimulation. The patient was advised that stimulation should not be uncomfortable and that symptom reduction should be the basis for therapy effectiveness. Additionally, the patient reported that they had gotten two utis in the past, but did not have any information regarding when they happened. The patient indicated that they were given antibiotics for the second uti. The patient saw their healthcare provider (hcp) the week prior to the call and was told that everything was fine, but the patient still got up 4 times that night. The patient declined further assistance during the call and during the call the patient had been provided with extensive education regarding the use of the external equipment. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had 2 (B)(4) and the first (B)(4) occurred on the first day of implant when they ¿made her pee in a cup prior to implant surgery¿.